Event description:
It was reported that a spectrum pump alarmed air in line repeatedly. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'error message air in line' was not reproduced due to reload set error. A review of the history log revealed air-in-line message however last days of use revealed multiple reload set messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was determined to be ultrasonic sensor out of range. Ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.